Event description:
It was reported that a 35-year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively; confirmed via CT scan and ultrasound. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Explantation date: (B)(6) 2022. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2022, mentor became aware that the patient also experienced burning in the nipple and pain on the lower right side in addition to right rupture, and date of replacement surgery was moved to (B)(6) 2022. Explant date under field d6b has been updated, and corresponding codes have been added to section h. On december 5, 2022, mentor became aware that the replacement device used on (B)(6) 2022 was catalog number 350-3751bc; serial number (B)(6). Reason for device explant and/or reoperation: right rupture, pain, and burning. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial subject ID:761-143. It was reported that a female patient who underwent augmentation surgery with mentor glow study gel devices on october 5, 2018 experienced the following adverse event: rupture of the right implant, (right side, implant serial number: (B)(6). Date of implant: (B)(6) 2018, date of explant: (B)(6) 2022). On (B)(6) 2021, the patient experienced rupture of the right implant complicated by breast pain and burning sensation, which required implant removal on (B)(6) 2022.

Manufacturer narrative:
Additional information received on march 3, 2023 was reviewed by the clinician. Please see field b3 for updated event description. Date of explant has been updated to (B)(6) 2022 under field d6b. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-dec-2022, the product was returned to mentor for evaluation. The evaluation was completed on 22-dec-2022. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Paresthesia is an abnormal sensation such as tingling, tickling, pricking, numbness, or burning of a person's skin with no apparent physical cause. This includes increased or decreased sensitivity or sensation. The manifestation of paresthesia may be transient or chronic. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(6) the original awareness date (g3) of this event should have been 1-oct-2022, retroactively making the initial report late. An internal corrective action has been created to address the root cause of this late report.

Manufacturer narrative:
On december 12, 2022, patient was identified as glow clinical trial participant ID (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 24, 2023, mentor became aware that the date of surgery was (B)(6) 2022. Field d6b have been updated on this form. Manufacturer's reference number: (B)(4).